Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had contacted to their healthcare professional regarding their high blood glucose. Blood glucose level of customer was 200 mg/dl at the time of incident. Customer treated their blood glucose level with insulin pump and manual injections. Drive support cap was normal. Customer was not using insulin pump system within 48 hours prior of reported high blood glucose incident. Customer did not allege insulin pump for an under delivery. Customer did displacement test and it was pass. Insulin pump will not return for analysis.